Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the inside of the cassette door after ending their pd treatment. The fluid leak was found while removing the cassette from the cycler door. The patient reported receiving an air detected in cassette alarm during fill 4 of 7 of treatment. It was reported that air was seen in the heater bag line. It is unknown at which point in therapy the leak may have begun. Fluid did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment the same day, but received new cycler the next day and started treatment on new cycler. Patient contact believes the leak originated from the cassette because when cycler door was opened water rushed out. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device with original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. During disinfection, a leak was found on the cassette film. The reported condition was confirmed. Visual inspection of the actual device was performed with a microscope and a pin hole at the cassette film was discovered. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation was performed, a definitive conclusion regarding the reported incident was reached and confirmed; however, a cause could not be confirmed.